Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Patient is planned to undergo surgical intervention; however, it has not yet taken place. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Based on the information received the cause of the event remains indeterminable and clinical observation cannot be confirmed. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 29mm mitral valve is scheduled to undergo explant due to moderate central regurgitation (5.24 m/s) and mild stenosis (mean/max gradients 9 /16 mmhg) secondary to leaflet thickening and inadequate coaptation after an implant duration of approximately 2 (two) years, 2 (two) months. As reported, the lateral and posterior cusps were noted to be thickened but have preserved their movement. The medial cusp was more thickened then the others and had a reduced opening which increased the bad-coaptation. The patient was (B)(6) at implant.